Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. Upon evaluation, there was corrosion on the battery board contacts and the q1 transistor was shorted. The cause of the inability to charge a battery pack is the shorted q1 transistor and corroded battery board. The cause of the shorted transistor and corrosion is contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/modem would not properly charge a battery pack. The patient was issued a replacement charger/modem.